Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  since 2 days ago they noticed they do not have range to adjust their settings, when they try to use their equipment, it just shows that it is either at 4.2 on the right side, or nothing shows up their settings are not what they expected. Patient also said the last time they saw the doctor on (B)(6), the doctor told them the right side had completely shut off, like their right lead. Reviewed program changes are made in person by the doctor and redirected to their doctor. Offered and worked with patient to use their equipment to synch to their implantable neurostimulator (ins)  and check to see if patient had other program or adjustment options and patient described seeing adaptive paused but no other programs were available and no adjustments were possible. The patient mentioned other medical history. This included patient said adaptive was programmed for them in may for the first time and they stopped using it, they paused it after 2 days because they could not talk and could barely stand, they thought it was set too low so they turned adaptive off and they felt better and perked up a little bit but when they did they noticed their old settings were gone. Pt said, they spoke with the doctor again on the phone on (B)(6) and they have been trying to reach the doctor and they sent a message on the portal since (B)(6) to make them aware of this change. During the call patient also mentioned they used to have programming done by the manufacturing rep who was working under the supervision of a different hcp.